Manufacturer narrative:
Please refer to sections for corrections/additional information.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being submitted to relay additional information. Review of the device history record revealed no relevant deviations or anomalies. Product examination found that the battery pack had ruptured from a short circuit due to a cut wire. This complaint is confirmed. The reported event claimed that the battery wire of the unit was cut and later on the battery pack became hot and close to combustion. It is known that cutting the wire can create a short circuit within the battery pack. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿ the root cause for the battery leaking was due to the user cutting the wire, creating a short circuit within the battery pack. The reported event was confirmed during inspection of the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Additional information received on december 27, 2016 stating that there was no harm, injury or adverse event to the patient or operator. There was no medical intervention/additional surgical procedure required and there was no extension or delay in the surgical procedure. An alternate device was not required to complete the surgery.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that after surgery, it was discovered a battery was leaking when the nurse dismantled the product to discard. The hand-unit was discarded at hospital, so only the battery pack was received.